Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1056t st jude competitor lead, implanted (B)(6) 2006; 1688tc st jude competitor lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was observed with decreased sensitivity approximately two months ago. During the in-office evaluation today, the lead was observed post ventricular paced t-wave oversensing (twos). It was also reported that the lower rate of the implantable cardioverter defibrillator (ICD) device was programmed to 70, but due to the rv lead oversensing, the paced rate was much slower. Reprogramming was performed. The lead and device remain in use. No patient complications have been reported as a result of this event.